Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire that they used the lap top ventilator 1200 in a magnetic resonance imaging (MRI) room and the sprint pack went flying and got stuck on the MRI machine while on a patient, the customer confirmed that there was no harm done to the patient.